Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the door was physically closed but the system was not sensing this. The rep found that the issue was being caused by the right door switch needing to be adjusted. The rep readjusted the lower right door switch which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the gantry would not close. The led's for the rotor and detector would not light up and the door open message remained on the pendant. The site attempted several times to open and close the door without success and rebooted the system several times without success. Finally, the medtronic representative was able to push on the sides of the gantry to get it closed. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.